Event description:
The user facility reported that a 66-year-old female patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. After insertion, the device flows decreased. There were no issues with left ventricular placement. Suddenly, the left ventricular wave form became significantly higher than ao wave form, then it equalized. Per clinical staff, the device was going to force stop/saturated flows. No further information was provided. There was no reported harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The device was returned for evaluation. Visual inspection of the pump visually revealed a big chunk of biomaterial around impella. Based on the available information, the root cause of the low pump flows was biomaterial ingestion. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.